Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator plus device with the rotawire for the related complaint. The advancer unit and burr unit were received together. The advancer knob was received tightened and in a backward position. The advancer knob was loosened and advancer forward and backwards with no resistance or issues. Functional testing was completed with the rotawire. The advancer knob was moved forward and tightened, and then the rotawire was inserted through the burr. The rotawire could advance through the burr unit and advancer unit with no difficulties or issues. Inspection of the device presented no damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03517. It was reported that burr became stuck on the rotawire. The target lesion was located in the peroneal artery. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During the procedure, when advancing the rotaburr, it was noted that the burr became stuck on the rotawire. The rotaburr and rotawire were removed together from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.